Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked reservoir tube lip, cracked display window, missing end cap sticker, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is unknown. Nothing further reported.